Event description:
It ws reported by service report the power cord has exposed wires, the lift was stuck in the up position, and there was a reduction of mobility. The customer reported that they did not know if there was patient involvement; however, no adverse consequences were reported.